Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device log files were successfully downloaded and reviewed in full. A ¿ventilator inoperative¿ error was observed, indicating that the device could not be operated after three restarts. The printed circuit assembly (pca) required replacement to address this issue. No additional actionable errors were identified. Additionally, an error indicating the humidifier plate reached 95c, which is close to blowing the thermal cutoff (tco), was observed. No evidence of foam particles or foam degradation was identified during the evaluation. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.